Event description:
It was reported that on (B)(6) 2007 the patient underwent a l3-l5 tlif posterior spinal fusion using rhbmp-2/acs and an interbody cage. It was reported that on (B)(6) 2008 the patient underwent a l2-l3 posterior spinal fusion with post lumbar interbody fusion technique using rhbmp-2/acs. Reportedly, imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at the implant site. Reportedly, the patient now has severe injuries and damages, including but not limited to chronic pain, radiculitis, emotional distress, and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2008: the patient underwent removal of segmental instrumentation l3 l4 l5 exploration of fusion l3 l4 l5 placement of segmental instrumentation l2, replacement of segmental instrumentation l3 through l5, right facetectomy and hemilaminectomy , bone morphogenic protein for fusion and local bone for fusion in the disc space l2 l3 arthodesis l2l3 and l3 to l5 bone morphogenic protein posterolateral fusion supplemented by local bone and milled bone allograft. As per op notes ¿¿..a bone morphogenic protein sponge wrapped around bone graft osteoconductive matrix was placed anterior and laterally from right to left in the disc space. Apeek cage was then packed with bone morphogenic protein and placed in a disc replacement cage central and anteriorly inferiorly. This was then supplemented by local bone that had been harvested during the facetectomy¿¿.¿